Event description:
The customer reported that while the iabp was in use on a pt during transport, the iabp shutdown. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the batteries (part number: 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer.